Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced endocarditis and is deceased.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients spouse that the patient experienced an infection. The implantable pulse generator (ipg) was explanted. No further patient complications have been reported as a result of this event.